Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with redness, pimples or bumps, and infection, at the needle puncture site. The patient stated that after removing the sensor after a couple of days, he experienced increased pain and observed that the infection had worsened. The pain became severe enough that he was unable to walk properly, which prompted him to seek hospital care. On (B)(6) 2026, at the emergency department, an x ray was performed and confirmed that no sensor wire or foreign material remained in the skin. The customer was prescribed cephalexin 1000 mg, to be taken three times per day. He also reported applying polysporin cream on his own (not prescribed by the physician) and covering the area with a bandage. The patient left the hospital after spending less than 24 hours there. No photo was provided. There was no documentation of further medical intervention. At the time of the report the patient was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).